Event description:
The customer stated that the device was not operating in pulse mode and returned the unit for evaluation. During evaluation, enough liquid oxygen leaked from the cracked flow indicator to potentially cause a serious injury should this malfunction recur. This malfunction duplicated the reported problem .the unit was repaired and returned to the customer. A review of the product history record indicates no discrepancied in the mfg process per the approved dmr. A corrective action has been implemented on units mfg after 4/5/95 which removed the flow indicator from units.